Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: observed broken in the radius side assessed as smooth opening additional observations: observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Patient reported right side rupture, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.